Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient was unable to charge past 50% and was charging too often, the implant was depleting quicker. Troubleshooting reviewed depletion as the implant goes from beginning to life to end of service. It was noted that the patient did charge regularly every week. Troubleshooting reviewed to have the charging statistics and settings evaluated to determine if there really is an issue. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was (B)(6) and lived in a nursing home that thought he could manage his unit. It was reported that the nursing home took over charging the unit for him and the problems were resolved. No further complications were reported.